Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead would not stay attached to the patient's heart muscle. The lead was explanted and successfully replaced. No adverse patient effects were reported.